Event description:
The customer reported that the system displayed a collimator pot error and would not complete boot up. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator assembly was evaluated and replaced. The power supply was also evaluated and replaced. The system was tested and found to be working as intended and returned to service.